Event description:
It was reported that during the implant procedure and prior to device implantation, the helix of a right ventricular leadless pacemaker (rvlp) was observed to be deformed following a large movement on the operating table. The rvlp was not used, and a different rvlp was selected to complete the procedure. The patient was stable following the procedure.